Event description:
Foley catheter with extra piece at tip noted on removal, saved with leadership team on ysc sp 6-2 office. Manufacturer response for foley catheter, foley catheter (per site reporter). [Date redacted] sample retrieval in progress. [Date redacted] - reached out to bd rep for RMA/mailer. Bd record #(B)(4).